Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart)," which was confirmed during the functional testing and the archive data review. The root cause for the ua45 error was due to the drive shaft not being at the "home position." The ua45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, noticed that the encoder drive shaft was stuck and could no longer be rotated to its home position due to encoder bearing damage, likely attributed to the age of the device. The autopulse platform was manufactured in 2016 and is seven years old. Upon visual inspection, no physical damage was observed. The archive data indicated several ua45 on and around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to ua45 displayed upon powering on, thus, confirming the customer's reported complaint. The damaged encoder was replaced with a new encoder to perform further testing. Upon further testing, unrelated to the reported complaint, the autopulse platform displayed fault 16 (timeout moving to take-up position). In addition, unrelated to the reported complaint, brake gap inspection revealed that the brake gap was out of specification and could not be adjusted. The root cause of the fault 16 and brake gap issue was a drive train motor failure, likely due to the device's age. The drive train motor needs to be replaced. The customer declined the service repair. Therefore, no service was performed, and the autopulse platform was returned to the customer unrepaired with the label "not for clinical use." Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4).

Event description:
During shift check, after replacing the lifeband and upon powering up, the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer tried to clear the ua by rotating the driveshaft to the home position but was unable to clear the ua. No patient involvement.